Manufacturer narrative:
Investigation summary: a review of the complaint history and instructions for use(IFU) were conducted during the investigation. The device was not returned on this complaint, therefore a physical investigation could not be performed. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. No lot number was provided thus a review of the device history record for non-conformances and related complaints associated with the complaint device lot number could be performed. Based on the information provided, no returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A follow-up report will be generated upon the completion of the investigation.

Event description:
As reported to customer relations, "when the physician went to snare the lead, the lead pulled the heart tissue from the atrium. A surgeon was called in for surgery. The surgeon cracked open the patient's chest to gain access as he needed to suture up the heart." No unintended section of the device remained inside the patient. This is currently being considered an adverse event.